Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer reported symptoms of fatigue, excessive urination and leg cramps. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to neighbor's freestyle meter. Blood test performed produced test results of 543 mg/dl using truetrack meter and 179 mg/dl using neighbor's freestyle meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer reported symptoms of fatigue, excessive urination and leg cramps. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to neighbor's freestyle meter. Blood test performed produced test results of 543 mg/dl using truetrack meter and 179 mg/dl using neighbor's freestyle meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.